Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
On (B)(6) 2014, information was received from consumer regarding a patient who was receiving morphine 5mg/ml at a dose initially reported as 0.05 very low via an implantable pump for non-malignant pain. The patient's medical history included a fall on an escalator about 7 years ago with pain since then, her bones were not stronger enough for fusion and she was on many steroids. The patient had chronic pain syndrome for over 6 years. They were allergic to sulfur. Per a note provided from (B)(6) 2013, prior to pump implant, the patient presented to her health care provider (hcp) as a new patient with left si joint and groin pain. The radiation of pain was in her left hip si joint area and radiated to her left groin. The patient also complained of tingling/numbness in her back as well as weakness in her left leg a little previous treatments included physical therapy, chiropractor, massage therapy, injects, nerve burnt and frozen. The patient also had prp's - platelet rich plasms and it was noted everything worked for a while but then the pain returned. The patient was at the time of the visit seeking to have a morphine pump trial for her chronic pain. The patient's vital signs that day were a temperature of 98.1 degrees, she was noted to be 5 feet 3 inches weighing 138.4 pounds, her pulse while sitting was 64 and her blood pressure was 123 over 74. Upon examination, she appeared alert and oriented times three and was in no acute distress. Her heent (head, ears, eyes, nose and throat) were noted to be normal. Her neck/thyroid was supple. There was regular heart rate and rhythm with no murmurs. Her lungs were clearly, bilaterally. Her abdomen was soft, non-tender/not distended. In her extremities, there was no cyanosis, clubbing or edema. A neuro exam was also performed: the patient was noted to be awake, alert and oriented times four. Cranial nerves ii through xii were intact. Her motor exam score was 5/5 throughout, sensory exam was intact, reflexes were normal, cerebellar/gait exam was within normal limits and range of motion was full. In terms of assessments, sacroilitis was noted. The patient's current medications, as of the date of the visit were provided: crestor, nexium, atenolol, progesterone, b12 injection, testosterone and xanax. Past medical history included reflux, lowb12, anxiety, muscle spasm, joint pain, back pain and hormones. Surgical history included hysterectomy, appendectomy and fissure repair. In terms of family history, the patient's father had a heart attack, hypertension and diabetes. The patient's mother had thyroid cancer. As far as the patient's social history, they had never smoked and had no alcohol or drugs. Lastly, a review of symptoms included no history of memory difficulties, seizures, dizziness, focal anesthesias, focal paresthesias, paralysis, no history of depression, hallucinations, chest pain, palpitations, syncope, near syncope, orthopnea, diaphoresis, dyspnea, dyspnea on exertion, hemoptysis, snoring, edema, claudication, nausea, reflux, hematemesis, hematochezia, melenic stools, gross hematuria, nocturia, vision changes, hear loss or tinnitus. In terms of the musculoskeletal system: muscle pains, joint pains, chronic back pain, joint stiffness and restricted range of joint motion as well as joint warmth or redness was noted. There was no history of acute anemia or thrombocytopenia. It was noted this was her last choice referring to the pump implant. Following initial implant, the patient wanted to know how long recovery took after surgery and noted that she thought she would be further along with discomfort. She had to have her hand holding the area of where the implant was located in their stomach area. It was noted she wasn't a very big person. The device was reportedly protruding/ pushing out a little bit from the skin and their skin was sore. The patient saw her health care provider (hcp) the week prior for follow-up and the hcp said it looked good and that within a couple months the patient wouldn't feel like she needed to hold it. The hcp was not concerned and did say it was still swollen. The patient's back area, where the incision was located, was sore when it was touched or when she was up and going. It felt better when she was relaxing and not doing much. It was noted the patient was active and owned a pet sitting business but didn't do too much. The hcp reportedly explained her body was getting use to the pump because it was a foreign thing in the body. The hcp also told her to buy product and wash herself very well for about 3 days before getting refilled which would avoid infection. The patient reportedly had a panic attack after she heard that and was scared. The patient had noticed in the last week she wasn't holding it and her body must be holding it better. She was getting some relief but was still uncomfortable with it. She wore a waist band that held it. It was also reported she had urine retention where she goes and then more will come out and more will come out. Additional information was received from the hcp, on (B)(6) 2014, in terms of what was done regarding the patient's symptoms; their dose was increased to 0.7mg per day on (B)(6) 2014. As far as how the patient was now doing and if they were receiving effective therapy, it was reported the patient reported better pain relief. It was noted by the hcp that the patient patient's 20cc pump was noticeable due to their body mass. Lastly, further information was received on (B)(6) 2014 from the consumer which indicated the patient was still having concerns with their device or therapy but was working with their hcp or device manufacturer representative (rep). No further information was provided.